Event description:
It was reported that the patient presented to the clinic for normal pulse generator change procedure. At the time of generator exchange, noise oversensing was detected on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.